Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had been receiving a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 500 mg/dl at the time of the incident. Customer stated that she was changing the insulin pump site when the alarm rang. Customer stated that during manual prime, the piston does not stop and it wasted insulin. Customer stated that the pump froze, shut down, and reset. Troubleshooting was performed and customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
The pump alarmed motor error during the basic occlusion test due to a loose/protruded drive support disk. Unable to verify the compromised force sensor system alarm due to the motor error alarm. The pump passed the operating currents test and displacement test. Unable to verify the self test, unexpected restart, occlusion, prime or no delivery tests due to the motor error alarm. The pump had cracked battery tube threads, a cracked reservoir tube, and minor scratches on the display window.